Manufacturer narrative:
(B)(4). Technical support engineer (tse) suggested running the ventilator in the test lung for 24 hours and to call back if additional troubleshooting is required.

Event description:
It was reported that the ventilator generated an error and rendered the graphical user interface (gui)/touch panel inoperable. There was no patient attached to the ventilator at the time of the event. The customer reported to have not duplicated the malfunction.

Manufacturer narrative:
The customer decided not to return the parts or device to the covidien/ medtronic¿s product analysis lab. The customer reported that they replaced a faulty component. The identified root cause of the reported issue was isolated to interface between the device and the failed component. If information is provided in the future, a supplemental report will be issued.